Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: the following information was requested: -product code y422, lot 101mdb -product code unknown (pds suture) 1. Please clarify if the additional devices belong to this complaint? The customer thought that the reference y422 was a different reference from the reference y422h instead it is the same product code. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: -product code y422, lot 101mdb -product code unknown (pds suture) 1. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: no further informations is available. The only certainty is that the product we returned to you is the one that caused the issue. I therefore think that the lot numbers must have been mixed in the same box. The product we returned to you corresponds to file (B)(4).

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2024 and suture was used. During the procedure, in the obstetrics and gynecology operating room, during a cesarean section on a patient, it was noticed that a needle had fallen into the surgical field when the packaging was opened. This was an extra needle in the packaging of reference (B)(4). The reference of the second needle is unknown (it has a different visual appearance from the (B)(4)reference). This incident exposed the patient to the risk of an undetected intra-abdominal foreign body and the risk of organ injury. No clinical consequences were observed because the needle was immediately detected and removed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - did the device/needle actually fall into the patient? Yes. - what is the patient¿s current health status and condition? The patient is stable. - what measures were taken to retrieve the needle? The needle was directly retrieved because the user saw it fallen. - was there any additional tissue damage as a result of searching for the needle? No. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.